Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip. No number ramping or scroll bar anomaly was noted.

Event description:
Customer reported a button error alarm. The customer also mentioned that her insulin pump was scrolling up and down. Customer's blood glucose at the time of the call was 91 mg/dl. Troubleshooting did not find any significant events leading to the alarm. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.